Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Tse identified no issue at this time. No site visit was conducted. No part replacement required. The system was working properly and no additional action was required as the issue was resolved. No further issue with the system confirmed during subsequent procedures.

Event description:
It was reported that during a da vinci-assisted left salpingo oophorectomy surgical procedure universal surgical manipulator (usm) 3 moved deeper into the patient than commanded by the surgeon. The issue occurred when the surgeon requested that the staff connect the monopolar curved scissors (mcs) instrument in usm 3 to the green monopolar energy cable. Reportedly, the usm 3 was not being clutched when the issue occurred. When the surgeon instructed the staff to move the instrument back, the surgeon still had his arm at the surgeon side console which meant that usm 3 was still connected. The procedure was completed with no reports of patient injury. No further information was provided at this time.